Event description:
Insurance rep stated patient is out of test strips, unknown if patient missed a "dose" hcp did not consent to follow up. (B)(4) no additional information provided or available regarding this report.